Manufacturer narrative:
The implanted valve models and sizes are unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, or the edwards sapien xt transcatheter heart valve - PMA p130009. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause and timing of the valve failure could not be confirmed. The valve failure and need for a valve in valve procedure may be related to the patient's co-morbidities not provided or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: ferreira-neto an, rodriguez-gabella t, guimaraes l, freitas-ferraz a, bernier m, figueiredo guimaraes c, pasian s, paradis jm, delarochelliere r, dumont e, mohammadi s, kalavrouziotis d, cote m, pibarot p, rodes-cabau j. Multimodality evaluation of transcatheter structural valve degeneration at long-term follow-up. Rev esp cardiol (engl ed). 2020 apr 8:s1885-5857(20)30043-8. English, spanish. Doi: 10.1016/j.rec.2020.02.002. Epub ahead of print. Pmid: 32278660. This is one of seven manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article: 'multimodality evaluation of transcatheter structural valve degeneration at long-term follow-up', data from 212 patients who underwent transcatheter aortic valve replacement with sapien valves (n=170) and sapien xt valves (n=125) in a single center between 2007 and 2012 was analyzed. Patients had a clinical and echocardiography follow-up at 1 month and 12 months, and yearly thereafter. The following event was identified related to postprocedural complications and follow up: the need for a second valve occurred in 1 patient. The reason for the valve in valve procedure was not available.

Manufacturer narrative:
Additional information: section h10: narrative text. This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01425, manufacturer report no: 2015691-2021-01427, manufacturer report no: 2015691-2021-01429, manufacturer report no: 2015691-2021-01430, manufacturer report no: 2015691-2021-01438, manufacturer report no: 2015691-2021-01448.